Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad that while the patient was in the hospital she noted pump off and clock reset from the patient's event history screen, but the hospital staff ad the patient denied hearing any tone/alarm. It was reported that the patient is confused at times. It was discussed with the vad coordinator how the internal clock of the system controller is reset with complete loss of power to the system controller. The event history was reviewed and the loss of power to the system controller, causing the pump to stoppage and re-setting the internal clock was confirmed. The power was restored approximately 16 hours prior to the log file being saved. The patient was discharged to home with "no deleterious consequences" from the pump stoppage.

Manufacturer narrative:
Corrected information - the lvad was not returned for evaluation as it remained in use; however, the reported event of a pump stoppage was confirmed based on the evaluation of the submitted system controller log file. Review of the log file showed normal pump operation with no atypical alarms or notable parameter changes until timestamp 39 days, 7 hours, and 47 minutes when the low battery hazard alarm and power save mode became active, which were preceded by several low battery advisory alarms. At this timestamp, the log file also captured low flow and low speed hazards and showed pump speed, power, and estimated flow at 0 rpm. A motor stopped event was active and a time stamp reset to 0 days, 0 minutes, and 0 seconds occurred, indicating a complete loss of power to the system controller. These events are indicative of a loss of power to the system controller due to depleted batteries. Power was restored approximately 16 hours prior to the log file being saved for review at hospital. The patient was later discharged home from the hospital without any effects from power loss. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.